Event description:
Customer reported code number on the device strip vial = 736 and the code key when inserted displays 555. Control information does not apply. A request was made for return product and replacement product was sent.